Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The device was started up at 12:49:41 on 11/8/2025. At 09:29:24 on 11/9/2025, an arrhythmia was detected. ECG shows sinus rhythm @ 60 bpm degrading to vt @ 280 bpm with motion artifact. The device properly detected vt. Motion artifact prevented the device from treating the patient. The device was shut down at 09:30:47 on 11/9/2025.